Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer's blood glucose reading was 450 mg/dl. Customer's high blood glucose levels was treated by injection. Customer stated that she has been in ketoacidosis and she has been in contact with her doctor. Customer stated that her blood glucose levels were high because she did not have the infusion set inserted correctly. Customer stated that her inserter was not working and was completely stuck. Product is being returned and replaced.